Event description:
The customer reported that while running an hcv assay the summit sample handler, misread a sample barcode. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.